Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the pt underwent a lumbar fusion l5-s1 for spondylolisthesis and radiculopathy. Approx three months post-op, the pt began to feel pain in her right hip. Four months post-op, the pt's physician told her that the interbody device had moved from where it was originally placed. Five months post-op, the pt underwent a revision surgery to correct the interbody device. Reportedly, after the surgery, the physician informed the pt that the cage had not migrated, but was instead "shattered."